Event description:
It was reported that the patient lost therapeutic effect. The patient stated she has not felt stimulation since (B)(6) 2013. The patient recharged her battery the night before this report date. The battery was reported to be 'about half full.' The patient was on setting 1 at an amplitude of 1.2. The amplitude was increased up to 3.0 and still felt no stimulation. The patient stated she could usually feel stimulation at 1.3. The patient stated she has not seen her physician since (B)(6) 2012, related to financial reasons. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot# n072015n01, implanted: (B)(6) 2009, product type lead; product ID 3986a, lot# n062693, implanted: (B)(6) 2009, product type lead; product ID 37752; serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient was ¿thinking the battery died the other day¿. It was noted that the patient observed the lightning bolt indicating that stimulation was on. It was reported that patient could not feel the stimulation even after pressing ¿on them in the neck". It was reported that program one would increase but the patient would not feel anything.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that while stimulation was on the patient could not feel stimulation on the left side. The patient reportedly met with a manufacture representative the week prior to the report and some reprogramming was done to ¿kick start¿ stimulation. It was further reported that the patient was then able to feel stimulation on the right side but still not on the left. The patient reportedly had program 1 on the left and 2 on the right. It was noted that when she increased stimulation to 9.40v she would feel it on certain occasions ¿but mostly not at all.¿ the patient reportedly wanted to meet with a manufacture representative again to attempt to resolve the issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).